Manufacturer narrative:
The device was received fully deployed. The downloaded data shows that the device completed first and second priming sequences before being deactivated. No timeouts or drive stalls were observed in the pod data. Inspection of the needle mechanism did not find any damages or abnormalities that could contribute to late deployment of the needle. The needle mechanism was manually reset into the not deployed position and functioned as intended through manual rotation of the ratchet gear. Although no issues were observed, the exact cause of the reported late needle deployment could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle deployed late; indicating the needle mechanism did not function as intended. The pod was not worn and no adverse patient impact was reported.